Manufacturer narrative:
No sample has been returned for evaluation for the report of stent migrated back into anterior chamber; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. No information is provided regarding the device implantation procedure and device position at the completion of surgery. Possible root cause is that device malposition/migration is a known risk associated with device use that is clearly identified in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he will be repositioning a micro glaucoma stent that has migrated back into the patient's anterior chamber. The device was implanted approximately two months ago. Additional information received from the surgeon stated the patient claimed to be able to see the stent in her vision. The surgeon noted the device was 'extruded'.

Manufacturer narrative:
(B)(4).